Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the evita v800 alarmed with a loud sound during ventilation and performed a restart. After the restart, the device continued to operate normally. No health consequences for the patient were reported.

Event description:
It was reported that the evita v800 alarmed with a loud sound during ventilation and performed a restart. After the restart, the device continued to operate normally. No health consequences for the patient were reported.

Manufacturer narrative:
The provided log file was analysed regarding the reported event. Additionally, the circuit board pba m48.3 was replaced by dräger service and made available for further investigation. The analysis of the log file confirmed an unexpected restart of the evita v800 on the date of event. The first microprocessor on the circuit board pba m48.3 had frozen for an unknown reason. The monitoring second microprocessor then initiated a restart of the ventilator in a specified reaction. The restart was alarmed as intended. The cause of the malfunction of the first microprocessor could not be conclusively determined. After replacing the pba m48.3 circuit board, the affected device was checked by dräger service for correct function in accordance with the manufacturer's specifications and no deviations were found. For safety reasons, the safety software analyses and verifies the correct function of the device. If the safety software detects a deviation of the ventilation unit from the correct device function, it requests a restart of the ventilation unit and at the same time of the control unit as a specified reaction. During a restart, ventilation is temporarily interrupted and the secondary audible alarm signal of the ventilation unit sounds. Meanwhile, the inspiratory valve is open against the environment to allow the patient to breathe spontaneously. After 8 seconds at the latest, evita v800 automatically resumes ventilation with the same settings. Restarting the control unit is completed after one minute at the latest. In the meantime, the user can follow the ventilation that has already been resumed on the oled display of the ventilation unit and read safety-relevant parameters such as fio2 concentration, minute volume and airway pressure. Finally, the restart is indicated by the alarm message "ventilation unit restarted" on the control panel with an audible alarm tone sequence and the secondary audible alarm signal of the ventilation unit is silenced. The device reacted as specified. The fault pattern was assessed as an individual hardware fault of the pba m48.3 circuit board. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.